Event description:
The service repair technician (srt) reported that during service inspection of the device at the service center, there was internal corrosion/contamination that partially seized the shaft assembly and gear assembly of the sternal saw. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00903 and 1828100-2014-01065. The reported complaint was confirmed by the service repair technician (srt). During a functional test, the saw hand piece operated intermittently. The hand piece seized due to corrosion. Internal inspection revealed a "sand" like corrosion on the shaft and cam/gear assembly and in the hand piece. The srt replaced the shaft and cam/gear assemblies and performed a release test. The saw operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.